Event description:
It was reported that during a left ventricular (lv) lead repositioning attempt this right atrial (ra) lead was damaged. This ra was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil is melted approximately 82-85mm from the terminal end. Based on the characteristics of the damage, it was determined that it was consistent with likely procedure related electro-cautery damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a left ventricular (lv) lead repositioning attempt this right atrial (ra) lead was damaged. This ra was explanted and successfully replaced. No additional adverse patient effects were reported.